Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed that the sensors latch was worn and would not lock properly. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The fsr replaced the flow sensor. The unit operated to the manufacturer's specification. The suspect device was returned to manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the flow sensor sometimes does not stay latched with tubing installed. There was no patient involvement.